Event description:
It was reported that there was oversensing of noise on the right atrial (ra), right ventricular (rv) and shock channels that appeared to go back several months. Boston scientific technical services (ts) was consulted and noted no pattern to the dates and times of episodes, but that some were occurring between 2 and 5 am. The presenting electrogram showed no noise and lead trending appeared stable. The possibility of electromagnetic interference (emi) being a cause was discussed. Ts recommends taking an x-ray of the cardiac resynchronization therapy defibrillator (crt-d) and leads. At that time no further information was available. Over a year later further oversensing of noise episodes were seen on the ra channel and now lv channel. Noise was also seen on the rv and shock channel. Impedance measurements for the ra lead were low and out of range. There was also a decrease in impedance measurements for the rv and lv leads that were close to out of range, but still within range. An x-ray was taken which did not show any significant findings. The field representative would discuss the findings with the physician. The ra, rv and lv leads along with the crt-d remain in service and no adverse patient effects were reported.